Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial began on (B)(6) 2025. It was reported that the bandage had been bloody and thinks the wire came out. Caller said that bandage was all bloody so they went to the healthcare provider office yesterday and was said that the blood was just pouring out. Caller also said that a lot of the wires were hanging out of the pocket. Caller said that the nurse practitioner went to consult with another physician as patient's physician was not in the office that day and told patient that they would leave the wire in. Caller said that they put on a new bandage and taped up the wire. Caller was redirected to follow up directly with healthcare provider regarding any further concerns with incision site. Caller said the reason for the evaluation was that patient has no control of bladder and has accidents all the time, especially at night time. Caller said patient was doing pretty well however said that the patient had a really bad accident last night. When asked, no changes to normal diet/fluid intake and patient had been following the activity restrictions and hadn't had any falls. Reviewed therapy information including expectations. With instruction, caller connected to implant and confirmed that therapy was on and running. Reviewed meaning of screens and explained that the app would close on its own if they don't close it after each use. Warm transferred to gu support link.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2025 brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.